Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had some issues with his insulin pump. Customer stated that she had high blood glucose because her insulin pump was not delivering the insulin. Customer stated that her insulin pump is not alarming either because it did not alert her when the flow of insulin stopped. Nothing further was reported.